Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found damaged lens. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The customer's reported problem was unable to be duplicated. During investigation accuracy testing were performed and the pump passed all testing. According to the investigation no problem found with pump and no further action required. The problem source of the reported problem is unknown.

Event description:
Information was received that during preventive maintenance of this smiths medical cadd solis vip pump, the pump over infused. No adverse effects were reported.